Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 mg/dl. The customer stated that they went to bed with a bg level of 169 mg/dl and woke up with bg of 215 mg/dl. The customer ate 26 grams for breakfast and over-bolused stating that they thought 40 grams were eaten; however, bg level increased to 270 mg/dl. The suspected cause of the elevated bg level was site; however, this could not be confirmed. The customer stated that the site would be changed.